Event description:
The users reported that the device did not alarm or print out the strip when ECG exceeded the limit. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. No medical treatment was required for the patient.